Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states that a patient was treated for a closurefast procedure in the (B)(4). At the end of the treatment of the last vein segment, the physician noticed that the catheter tip melted. The procedure was a success and the vein closed. There was no medical intervention.